Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it noted that the patient¿s right atrial (ra) lead exhibited high capture threshold and reduced sensing. The physician performed x-ray and confirmed that the lead position remained unchanged. The physician did not used the lead, and a new one was implanted. The patient was stable throughout the procedure.